Manufacturer narrative:
Submit date: 4/3/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer states that the plastic screw broke during a procedure, falling onto the draping in the sterile field. As the staff transported the patient out of the room after the procedure, the light handle adapter fell from the light onto the surgical table. A steris technician completed an onsite evaluation of the steris surgical lighting system and confirmed the lighting system was operating properly. The technician further inspected the lighting system and found no evidence of damage; all the screws and fasteners were properly installed on the light. While onsite, the technician identified the screw referenced by the user facility in the reported compliant detached from a devon universal light adapter which was installed on the steris lighting system.

Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples received with this complaint therefore an examination of the reported condition could not be made. This complaint will be considered as unconfirmed. A review of the device history record was not performed during this investigation as the lot number was not received with the complaint. All device history records are reviewed and approved by quality prior to release of product. Because there was no lot number, a date of manufacture could not be determined. This product was being used for treatment. A possible root cause is that the screw was torqued too tightly causing the screw to break. Since this complaint will be considered as unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.